Event description:
The bands fell off the catheter during preparation for use. The device was not used on the patient. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: device has not been returned for evaluation. Merit determined on 30, april 2010 that a product removal would be required. This is a 5-day MDR in accordance with statutory reporting requirements. Communications to consignees was sent on 5, may 2010. A report to the FDA in accordance with 21 c.f.r. 806.10 is also in process. (B) (4) no additional form 3500a reports will be filed for this event. Evaluation: conclusions: other, notification of field action taken.